Manufacturer narrative:
This report is being filed to provide additional information in h.10. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and updated information in b.6 and corrected information in h.10. Investigation: the customer did not provide a lot number for this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Corrected corrective action: the CAPA information provide in supplement one for this report is no longer relevant to this event and has been removed from the investigation. Root cause: review of the run data file showed that the steady state of the lrs chamber was interrupted during the first part of the procedure. The low and high level sensors of the return reservoir looked completely normal. It is possible, though not conclusive, that a donor related phenomenon disturbed the steady state of the lrs chamber causing wbcs to escape from the lrs chamber.

Manufacturer narrative:
Investigation: lot number and expiry information are not available at this time the run data file (rdf) was analyzed for this event. Review of the run data file showed that the steady state of the lrs chamber was interrupted during the first part of the procedure. The low and high level sensors of the return reservoir looked completely normal. It is possible, though not conclusive, that a donor related phenomenon disturbed the steady state of the lrs chamber causing wbcs to escape from the lrs chamber. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.